Manufacturer narrative:
The customer complaint of unintended disconnection with leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an unintended disconnection between an IV tubing and a phaseal during an unspecified infusion. Although requested no additional information is available; there was leaking but no patient harm. The customer has stated the disconnection is believed to be due to improper activation of the phaseal.